Event description:
The information received from the affiliate states that this patient was presented to the interventional lab for an angioplasty and stenting procedure of the superficial femoral artery (side unk). The vessel was described as mildly calcified with no tortuosity. There is no information as to where the physician made access to the patient or what size sheath was used. Accessing the lesion with a guidewire was not difficult. The balloon was inserted and inflated to its nominal pressure (10 atms) without incidence. Upon the second inflation of the balloon at nominal pressure, the balloon ruptured. The balloon was safely removed from the patient. Another balloon was used to complete dilation and a stent was successfully placed at the lesion. There was no adverse consequence to the patient.